Manufacturer narrative:
Detailed product information was not provided to bsc despite good faith effort. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a photoselective vaporization of the prostate to treat benign prostatic hyperplasia, the fiber began forward firing. The procedure was completed with a fiber replacement. The patient fully recovered; there were no patient complications.